Event description:
Two hundred micron laser fiber was in use. The fiber had approx 1" of gold coating on it; a fairly good cleave was obtained, but had very low energy output. When the fiber was returned to the scrub nurse after use, it was noted that some of the gold was gone and the fiber was protruding beyond the remaining gold, which was less than 1". This was the latest problem in an ongoing relationship with MFR. Since rptr started using the radiogold fibers early in 1994, they have experienced problems with the laser lithotripsy fiber. The 6" length of gold coating on the distal end of the fiber is extremely difficult to cleave, if it can be cleaved at all. When a good cleave is obtained, many times it will blow within the first 10-20 pulses during the testing and verification of energy output on 30 mj. If the cleave holds there it may blow on 80 mj. When the cleave does hold through energy output verification, either the energy is less than 10% of the selected value, or the cleave blows when the physician uses it on the calculi. Energy output is consistently (8 out of 10 times) 10% below 80 mj; it is within the acceptable range for 30 mj more often (8 out of 10 times). During two separate inservice education programs presented by MFR, the clinical nurse educator from MFR had trouble getting a good cleave on the fiber, and after spending twenty-five minutes attempting to cleave, she proceeded with the inservice without a good cleave on the fiber. Outlined below is a chronological report of rptr's service/repair history with these fibers: 1) 4/1/94, delivery of new laser and 2-200 micron and 2-320 micron fibers. One 200 micron fiber was blown by the service engineer. MFR replaced free of charge; 2) 4/8/94, low energy output obtained; 3) 4/13/94, no energy output obtained. Emergency call placed to MFR. Service engineer stated that problem was not with the laser, but with the fibers. Again, MFR replaced 1-200 micron fiber and 1-320 micron fiber free of charge; 4) 4/28/94, laser moved to new location. Service engineer came to check laser. The 1-200 micron fiber blown by service engineer; free replacement by MFR. Since 4/1/94, 7 fibers have been blown. The problem on 7/22/94 caused many questions to be raised regarding the safety of the laser fiber.